Manufacturer narrative:
The device was returned for evaluation. Soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to deploy late. The needle mechanism was reset and fired properly during the investigation.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod for less than an hour in the infusion site. After patient applied the pod and pressed next to insert the needle, the patient did not feel the insertion, took off the pod and the needle deployed when the patient was holding the pod in the hand, it was discovered that the pink slide insert moved into the viewing window later, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient was having high bg levels for the last two (2) days.